Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (tni) result. A siemens customer service engineer (cse) was dispatched to the customer's site. One out of the three level of quality control (qc) was not within acceptable range on the day of the event. The customer performed a use error by testing the samples when qc recovery was outside the acceptable ranges. The cse performed the following: replaced the reagent 2 (r2) drain, r2 probe and sample solenoids, performed all alignments, and ran qc and precision test, which recovered acceptably. The cause of the falsely elevated cardiac troponin I (tni) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The sample was repeated on two alternate dimension exl with lm instrument, resulting lower. The first repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00007 on 07-jan-2020. Additional information (13-jan-2020): upon further investigation, siemens determined that additional results were obtained on the initial instrument and on the alternate instruments. The additional results are: original dimension exl: 0.071 ng/ml, 0.058 ng/ml, 0.065 ng/ml, 0.060 ng/ml; alternate dimension exl: 0.049 ng/ml, 0.053 ng/ml, 0.042 ng/ml, 0.043 ng/ml; 2nd alternate dimension exl: 0.043 ng/ml, 0.050 ng/ml, 0.050 ng/ml, 0.035 ng/ml, 0.031 ng/ml, 0.032 ng/ml. Siemens further investigated the issue and determined that the customer was using the third-party water purification system. The instrument was removed from the third-party water purification system and placed on the purified water distributed by siemens for use on the dimension exl, which resolved the issue of imprecision. The third-party water purification system that was used to supply water to the instrument contributed to the discordant, falsely elevated cardiac troponin I (tni) results. Siemens recommended that the customer contact the customer support for the water purification system. The instrument is performing according to specifications. No further evaluation of this device is required. Conclusion code in section h6 was updated to reflect the additional information.